Event description:
The haptic came out the side of the inserter during the insertion of the lens into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2008-00389 for the intraocular lens used with this delivery device.